Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple requests for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). Additional information: jaws. The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips could not be closed. No patient consequences reported.